Manufacturer narrative:
No device malfunction alleged, therefore no evaluation required. Instructions for use which accompany this device state: potential side effects associated with neurological procedures, though not necessarily associated with the use of this device, include: minor bleeding, hematoma without neurological compromise, infection, overdraining, and shunt migration. Warning: prior to treatment, adjacent anatomical structures within the target tissue must be evaluated for susceptibility to collateral optical or thermal damage. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's visualase system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
Laser interstitial thermal therapy for medically intractable mesial temporal lobe epilepsy, it is reported that there was one case of serious side effect from laser interstitial thermal therapy surgery for mesial temporal lobe epilepsy; the patient ((B)(6)) had an area of brain edema with internal hemorrhage measuring 30 9 20 mm in the region of the left mesial temporal ablation. This patient had an incongruous right superior quadrantanopsia 2.5 months after surgery but no other deficits and the hematoma did not require evacuation. Other complications are listed, but were not permanent (temporary due to edema which is expected after laser ablation), or were not caused by the device (patient suffered from depression prior to treatment and then committed suicide 4 months after). It is also reported that decline in noncontextual memory task scores were noted in the patient population of this study. Also, four patients had an atl (anterior temporal lobectomy) after litt (laser interstitial therapy) because of persistent seizures (mean latency from litt to atl of 9.2 months, range 4.6-14.9 months). No patients experienced an increase in seizure frequency or worsened severity of seizures after litt. It is important to note that the authors concluded the following: these results suggest that MRI-guided stereotactic litt is a safe and reasonable alternative to atl (anterior temporal lobectomy) in patients with mesial tle. The data thus far suggest that the likelihood of achieving seizure freedom long term is modestly lower than with atl in mts. Attaining seizure freedom in many patients using a more benign surgical method than an open atl is a worthwhile achievement. Litt has clear advantages over atl when considering surgical morbidity. Postoperative pain was minimal; length of hospital stay was usually only 1 day, and the recovery period was quite short, with immediate return to usual activities including work. Verbal learning and memory performance was minimally affected after litt, with preservation of contextual memory. In addition, should litt not prove effective, atl can still be performed with good result, so that net efficacy should not be compromised. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's visualase system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.